Event description:
It was reported that insect was allegedly observed in the bag. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g5. H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one port information packaging pouch was returned for evaluation. Visual evaluation was performed on the returned device. Upon inspection a bug was noted within the packaging pouch. However, the investigation is inconclusive for the reported insect in the device package as the the exact circumstances at the time of the opening the package are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in procode and PMA/510k.

Event description:
It was reported that insect was allegedly observed in the bag. There was no patient injury.